Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non capture at high outputs and had rising and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.